Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) may have delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). In addition, the patient¿s right ventricular (rv) and right atrial (ra) leads exhibited occasional undersensed beats. The ICD, rv lead, and ra lead remain in use. No further patient complications have been reported as a result of this event.